Event description:
Lawsuit papers state the pt was revised due to decay of the artifical knee.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be rec'd, the investigation can be reopened.